Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 386mg/dl, and moderate ketones. Reportedly, the cause was related to a non-tandem infusion set with a bent/kinked cannula, and leaking at site. Infusion set brand and manufacturer was not provided. However, upon change of infusion set, customer was still experiencing an elevated bg. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Customer declined to provide a release date, however indicated the issue was resolved and no permanent damage was sustained.